Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-01358, 1627487-2012-01359. It was reported, the patient's scs system was explanted and replaced due to insufficient stimulation needed in her back. There was no known issue with the scs system. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.